Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. A conclusive cause for the reported stroke/cva, and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of stroke is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, right internal carotid artery. The 8x40mm xact carotid stent system was successfully implanted, post-dilated with a 6.0x20mm viatrac balloon and no immediate adverse patient effects. However, the patient had a stroke after 30 minutes of post-operative recovery and hospitalized. No treatment was provided for the stroke. Subsequently on (B)(6) 2026, it was noted that the patient has no neuro deficits.